Event description:
It was reported that approximately one week after implant, the patient reported that the "left arm is working and hurting" and the device "feels like it is pulling". The physician saw the patient four days later and no extremity pain was reported nor any other symptoms and the device was noted as functioning appropriately. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.